Event description:
It was reported that the battery housing opened during a surgical procedure. There is no report that the battery fell into the surgical site. There is no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The product was received at the manufacturer for evaluation but based on the quality investigation details the reported condition of the housing opening could not be duplicated. The device was scrapped.